Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the implanted plate broke four weeks after the initial surgery. A revision surgery was performed on (B)(6) 2019. The surgeon has used a nail to successfully perform the surgery. Additional information 14-jan-2020: further information were received that the initial procedure was a revision tibia & fibula fracture surgery.

Manufacturer narrative:
Complaint confirmed, the plate broke in two pieces. Likely causes of the event include patient non-compliance or non-union of the tibia. Per the directions for use: "post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device."